Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a polarity switch. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ipg exhibited an unexpected drop in the minimum battery longevity. The right ventricular (rv) lead also exhibited low impedance which resulted in the ipg inappropriately indicating a polarity switch. The ipg and lead remains in use. No patient complications have been reported as a result of this event.